Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15884, and 1627487-2022-04231. It was reported that the patient received ineffective therapy from the system. Patient did not charge the ipg for an extended period of time until it was inoperable. The patient underwent surgical intervention on (B)(6) 2022 where the entire scs system was explanted and replaced with a drg system.